Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) evaluated by his urologist. The ipp was not performing as expected as it is not completely inflating with pump lock. A computerized tomography (CT) was performed with the device inflated at 50 percent, which showed an empty reservoir. The physician will perform a revision surgery to replace the device. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) evaluated by his urologist. The ipp was not performing as expected as it is not completely inflating with pump lock. A computerized tomography (CT) was performed with the device inflated at 50 percent, which showed an empty reservoir. The patient underwent a revision surgery and all components were removed and replaced. There were no patient complications reported.